Event description:
At 2 years 10 months after the primary, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the insert with the higher one and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 22 november 2021. Lot 185578: (B)(4) items manufactured and released on 20-sep-2018. Expiration date: 2023-09-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.